Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 09, 2014 - october 14, 2014. Evaluation summary: the device was received for evaluation. During visual inspection white particles ranging in size from 0.52 to 3.86 mm were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particles to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate contamination inside the balloon of a small volume intermate filled with tobramycin, ceftazidime, aztreonam and sodium chloride. This was noted before use. There was no patient involvement. No additional information is available. This is report 2 of 8.